Event description:
On (B)(6) 2025, the user reported bg up to 310 mg/dl after a usual meal announcement. After supply replacement and troubleshooting with beta bionics support, bg returned to normal. No hospitalization, medical intervention, or lasting effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.